Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 23nov2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a mother reported events related to her 10-year-old son, consumer reported that the humapen luxura hd "was sometimes jammed, the glucose level was going high for two- three days". The patient experienced increased blood glucose. The luxura hd device (batch 1811g02, manufactured november 2018) associated with the complaint was not returned to the manufacturer for investigation. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to pen jam. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), in which he was enrolled, concerned a 10-year-old male patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) through a cartridge, via a reusable pen (humapen luxura half-dose (hd), with an unknown dose, route and frequency, for the treatment of type 1 diabetes, beginning on an unknown date. On an unknown date after starting insulin lispro therapy, their green pen was sometimes jammed, the glucose level was going high for two- three days. The mother was not sending it with the patient to school, due to jamming the mother was going and administering it there, she was not putting the patient at risk. There was a sensor, they seen 432-386 and 492 for three days (units, values and reference range were not provided). The mother of patient was starting to suspect with the pen, she was pressing it again, it was being jammed, and it pressed again. Maybe she could not deliver it to the patient (missed dose possible) and asked whether it was because of that. The reporter was guessing humapen could not deliver the insulin because it was being jammed, because of that. They were calculating carbohydrates; she got worried when she started to have extreme problems. On an unknown date, the patient had pain in his throat and flu. The reporter explained that the doses they were administering were not affecting, she was administering 4-5, even 5 was lowering the glucose level so little, then there was a problem with the pen ((B)(4), batch 1811g02). The patient received a medicine chlorpheniramine maleate/ibuprofen/pseudoephedrine hydrochloride when he got flu, and it did not make much increase to their sugars. Paracetamol and ibuprofen also did not make a high in sugars. It did not provide an extreme increase. The event of blood glucose increased was considered serious by the company due to its medical significance. Information regarding the corrective treatment of remaining events, outcome of the events and the status of insulin lispro therapy was not provided. The user of the humapen luxura hd was mother of the patient, and her training status was not provided. The humapen luxura hd general and suspect device duration of use was unknown. The action taken with the suspect humapen luxura hd was unknown and device was not returned to manufacturer. The reporting consumer did not provide the relatedness of the events with insulin lispro and related the event of blood glucose increased and missed dose with humapen luxura hd jamming while did not provide the relatedness of remaining event with humapen luxura hd. Update 22-oct-2025: additional information was received from initial reporter on 20-oct-2025. Since no new medically significant information was reported hence no changes were made to the case. Update 24-oct-2025: additional information was received from initial reporter on 17-oct-2025. Since no new medically significant information was reported hence no changes were made to the case. Edit 29-oct-2025: upon review of information received on 17-oct-2025, added pc number in narrative. No other changes were made to the case. Edit 30-oct-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 23-nov-2025: additional information received on 20-nov-2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage remains no, malfunction remains unknown and device return status to not returned to manufacturer. Added date of manufacturer and expiry date of the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), in which he was enrolled, concerned a 10-year-old male patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) through a cartridge, via a reusable pen (humapen luxura half-dose (hd), with an unknown dose, route and frequency, for the treatment of type 1 diabetes, beginning on an unknown date. On an unknown date after starting insulin lispro therapy, their green pen was sometimes jammed, the glucose level was going high for two- three days. The mother was not sending it with the patient to school, due to jamming the mother was going and administering it there, she was not putting the patient at risk. There was a sensor, they seen 432-386 and 492 for three days (units, values and reference range were not provided). The mother of patient was starting to suspect with the pen, she was pressing it again, it was being jammed, and it pressed again. Maybe she could not deliver it to the patient (missed dose possible) and asked whether it was because of that. The reporter was guessing humapen could not deliver the insulin because it was being jammed, because of that. They were calculating carbohydrates; she got worried when she started to have extreme problems. On an unknown date, the patient had pain in his throat and flu. The reporter explained that the doses they were administering were not affecting, she was administering 4-5, even 5 was lowering the glucose level so little, then there was a problem with the pen (B)(4), batch 1811g02). The patient received a medicine chlorpheniramine maleate/ibuprofen/pseudoephedrine hydrochloride when he got flu, and it did not make much increase to their sugars. Paracetamol and ibuprofen also did not make a high in sugars. It did not provide an extreme increase. The event of blood glucose increased was considered serious by the company due to its medical significance. Information regarding the corrective treatment of remaining events, outcome of the events and the status of insulin lispro therapy was not provided. The user of the humapen luxura hd was mother of the patient, and her training status was not provided. The humapen luxura hd general and suspect device duration of use was unknown. The action taken with the suspect humapen luxura hd was unknown and its return status was unknown. The reporting consumer did not provide the relatedness of the events with insulin lispro and related the event of blood glucose increased and missed dose with humapen luxura hd jamming while did not provide the relatedness of remaining event with humapen luxura hd. Update 22-oct-2025: additional information was received from initial reporter on 20-oct-2025. Since no new medically significant information was reported hence no changes were made to the case. Update 24-oct-2025: additional information was received from initial reporter on 17-oct-2025. Since no new medically significant information was reported hence no changes were made to the case. Edit 29-oct-2025: upon review of information received on 17-oct-2025, added pc number in narrative. No other changes were made to the case. Edit 30-oct-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.